Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore neither physical nor functional evaluation could be performed. Based on the information currently available, an exact cause for this event cannot be determined. Subject device is not available.

Event description:
It was reported the coil (subject device) was repositioned several times at the target lesion and stretched; the coil was retrieved from the patient with a snare device. There was no clinical consequence to the patient as a result of this event.